Event description:
Initial report received on 14-sep-2010 from a dermatologist. A (B)(6) female pt experienced inflamed and infected nodules after injections of poly-l-lactic acid (sculptra). The pt's relevant medical history was not reported. Concomitant drugs included fluoxetine hydrochloride, bisoprolol fumarate. Since (B)(6) 2010, the pt had been treated with infiltrations of corticosteroids nos in knees and intramuscular injections of corticosteroids nos. In (B)(6) 2009, she received the first injection of poly-l-lactic acid (sculptra) in cheekbone and cheeks, batch number was unspecified. In (B)(6) 2009, she received a second injection of poly-l-lactic acid (sculptra) in cheekbone and cheeks batch number was not provided. In (B)(6) 2010, the pt presented with inflamed and infected nodules in nasogenic line. Corrective treatment was initiated with antibiotic drug nos. In the end of (B)(6) 2010, inflamed and infected nodules were resorbed. This case had been registered in the qa data base (B)(4). Further info had been requested. Pharmacovigilance comment: a contribution of the systemic corticotherapy in the occurrence of this case of infected nodules is questionable.